Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. The insulin pump was received with moisture damage on motor and corroded keypad traces. Analysis was unable to test for motor error alarm, constant tone, unresponse buttons or back light due to blank display. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 7.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.